Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No pump error 82 alarm and no failed battery alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin pump error for twice. Customer¿s blood glucose was 254 mg/dl. Customer stated that insulin pump had battery failed alarm. Customer stated that battery failed alarm did not recurred after troubleshoot. Customer performed displacement test, self test and passed the tests. Insulin pump will be returned for analysis.